Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) had a high voltage (hv) output anomaly relating to it's circuitry. The patient was asymptomatic and no therapies were delayed. The ICD was reprogrammed and the patient was in stable condition.